Event description:
Based on additional information received on 05-dec- 2017, this case initially considered as non-serious was upgraded to serious as the event of left knee pain/ still experiencing pain in her left knee/a high level of pain in her knee was added with seriousness criterion as hospitalization. Also, the event of swelling was upgraded to serious with seriousness criterion as hospitalization. This unsolicited case from united states was received on 04-dec-2017 from an other non-health care professional. This case concerns a female patient (age unspecified) who received treatment with synvisc one and after 4 days had swelling and burning; after unknown latency had left knee pain/still experiencing pain in her left knee/a high level of pain in her knee and aspirated her left knee. Also, device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. Patient had repeat synvisc one injection. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication and expiry date: not reported; batch/lot number: 7rsl021) in left knee. On an unknown date in (B)(6) 2017, after unknown latency, patient had high level of pain in her knee (left knee pain). On (B)(6) 2017, after 04 days of receiving synvisc one injection, patient called physician complaining of swelling, burning. Patient called the treating physician to report swelling and practice was closed so she presented to the emergency department on (B)(6) 2017. Patient was subsequently admitted to the hospital - she reportedly stayed 2 days. In the ER an ultrasound confirmed appropriate placement of the synvisc one injection in the patient's left knee. On (B)(6) 2017 (monday), patient was still experiencing pain in her left knee. On (tuesday) (B)(6) 2017 the patient was seen in the office and doctor aspirated her left knee (onset date: (B)(6) 2017 and latency unknown). Patient had incurred multiple hospital and office bills since then and adverse reaction was ongoing. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: not recovered for swelling and burning; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented seriousness criterion: hospitalization for device malfunction, swelling, left knee pain/still experiencing pain in her left knee/a high level of pain in her knee additional information was received on 05-dec-2017 and 07-dec-2017 (both information processed together with clock start date of 05-dec-2017) from physician. This case initially considered as non-serious was upgraded to serious as the event of left knee pain/still experiencing pain in her left knee/a high level of pain in her knee was added with seriousness criterion as hospitalization. Also, the event of swelling was upgraded to serious with seriousness criterion as hospitalization. Additional event of aspirated her left knee was added. Batch number was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 04-dec-2017 and 16-dec-2017 (both processed with the clock start date of 04-dec-2017). Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow-up dated 04-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later complained of left knee swelling and left knee pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on (B)(6) 2017, this case initially considered as non-serious was upgraded to serious as the event of left knee pain/ still experiencing pain in her left knee/a high level of pain in her knee was added with seriousness criterion as hospitalization. Also, the event of swelling was upgraded to serious with seriousness criterion as hospitalization. This unsolicited case from united states was received on (B)(6) 2017 from an other non-health care professional. This case concerns a female patient (age unspecified) who received treatment with synvisc one and after 4 days had swelling and burning; after unknown latency had left knee pain/still experiencing pain in her left knee/a high level of pain in her knee and aspirated her left knee. No medical history, concomitant medication or concurrent condition was provided. Patient had repeat synvisc one injection. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication and expiry date: not reported; batch/lot number: 7rsl021) in left knee. On an unknown date in (B)(6) 2017, after unknown latency, patient had high level of pain in her knee (left knee pain). On (B)(6) 2017, after 04 days of receiving synvisc one injection, patient called physician complaining of swelling, burning. Patient called the treating physician to report swelling and practice was closed so she presented to the emergency department on (B)(6) 2017. Patient was subsequently admitted to the hospital - she reportedly stayed 2 days. In the ER an ultrasound confirmed appropriate placement of the synvisc one injection in the patient's left knee. On (B)(6) 2017 (monday), patient was still experiencing pain in her left knee. On (tuesday) (B)(6) 2017 the patient was seen in the office and doctor aspirated her left knee (onset date: (B)(6)2017 and latency unknown). Patient had incurred multiple hospital and office bills since then and adverse reaction was ongoing. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: not recovered for swelling and burning; unknown for rest events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: hospitalization for swelling, left knee pain/still experiencing pain in her left knee/a high level of pain in her knee. Additional information was received on (B)(6) 2017 (both information processed together with clock start date of (B)(6) 2017) from physician. This case initially considered as non-serious was upgraded to serious as the event of left knee pain/still experiencing pain in her left knee/a high level of pain in her knee was added with seriousness criterion as hospitalization. Also, the event of swelling was upgraded to serious with seriousness criterion as hospitalization. Additional event of aspirated her left knee was added. Batch number was added. Clinical course was updated. Text was amended accordingly.